Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly warning for a loss of prime. The reporter allegedly changed the cartridge multiple times; however, the warnings recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the black box revealed a loss of prime warning associated with a low, non-zero force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed with no duplicated alarms. The force sensor calibration reading was not within specifications. The pump case was removed and the force sensor resistance reading was within specifications. No contamination or damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.